Event description:
Foreign body granuloma. Pt underwent surgery for a hemispheric cerebellar primitive neuroectodermal tumor (pnet). They were then treated for standard-risk medulloblastoma. During radiation therapy, the patient displayed signs of raised intracranial pressure and a new magnetic resonance (mr) image revealed a ring-enhancing structure that was believed to be recurrent tumor. Because of this finding, the patient underwent a second operation approximately 2 months after the first surgery. At a second surgery a glasslike mass with the macroscopic appearance of gelfoam was observed. The mass was removed from the resection cavity and microscopic analysis confirmed the intraoperative impression that it was gelfoam. The patient did well after the second operation, although they required placement of a ventriculoperitoneal shunt. They eventually completed treatment protocol and continue to be free from disease 34 months after the first oepration.